Event description:
Litigation papers allege: bilateral patient was implanted with a depuy pinnacle mom hip implant on her right side on (B)(6) 2009, and on her left side on (B)(6) 2010. On patient's right side, she suffered from discomfort, extreme pain, and stiffness that persists. She is scheduled to undergo revision surgery for her right side in (B)(6) 2011. Patient's left-sided pinnacle implant has not caused her as severe post-surgical issues as the right-sided implant. However, patient has recently begun to experience symptoms such as pain, popping/clicking, and the sensation that the left hip is popping out of socket. Update (B)(6) 2013- patient was revised to address pain and elevated cocr levels. Update rec'd (B)(6) 2012- pfs and medical records received. Part/lot was provided. Correct dor was given for the right side (B)(6) 2012. Revision operative note reviewed and confirmed high metal ions of the right implant. The revision operative note also showed corrosion of the trunnion, so the stem is now being reported for the right implant. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. -